Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported exhalation pressure transducer keeps drifting on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the reported customer complaint was unable to be reproduced by vyaire medical's failure analysis team. An additional problem was found upon inspection. The pressure (xdcr1) transducer was unresponsive. As a resolution, vyaire medical issued the customer a replacement.